Event description:
Pump was reported to have issues with rapid battery depletion, requiring frequent charging and cable adjustment for a good connection. The pump became very hot during charging, and its screen no longer responded consistently, needing multiple presses. There was no adverse impact to the customer¿s blood glucose level. No additional corrective actions or troubleshooting were requested by the customer or technical support.